Event description:
It was reported that a cartridge alarm 06 occurred. Reportedly, the pump was within the allowable operating altitude range at the time of this alarm. Reportedly, customer loaded fiasp insulin into the cartridge. There was no reported adverse impact to customer's blood glucose level. Reportedly, customer loaded a new cartridge to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Tandem pumps and cartridges are only indicated for use with novolog and humalog u-100 insulins. The safety and efficacy of other insulins, including fiasp, have not been established for use with tandem pumps.